Event description:
Pt claims that pump loses memory and has to reset basal rates and time on a daily basis. This required no physician or hospital intervention. Insulin injections were administered at home.